Event description:
During surgery the final leg of suture (fiberwire) was being passed and got caught in the lower jaw causing the needle to be bent over. The tip of the needle was missing and they don't know where it went. Rep witnessed the needle bending and retracking but when he looked at the needle after the case, the tip was missing. Sales representative of smith + nephew stated that the needle broke on its fourth pass and that this was the first usage of the needle. No x-ray was taken to confirm if the tip remains in the pt. No delay was reported and no injury or complications resulted.